Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly; she went to change the infusion set and battery but the pump display would not come on. The patient's blood glucose at the time of incident is unknown; however, she had been hospitalized in the past for high blood glucose levels and an infusion, and confirmed that the pump was functioning as designed. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer changed the battery to a new aaa alkaline battery but the pump display did not return. The self-test was performed on the pump and the results were inconclusive due to the display briefly returning before shutting off again. The customer was advised to monitor the pump. No products were returned, and a replacement battery cap was shipped to the customer as a courtesy to rule out any possible issues with the battery cap.